Event description:
On 10/26/04, the pt had contacted lifescan and reported that her one touch ultra meter and test strips were failing control solution tests. She did not allege any harm or any medical intervention. During troubleshooting with the customer care rep, it was verified that she was using the correct control solution and that the meter was coded correctly. The test strips were within the expiration date and in good condition. She was walked through a control solution test, which failed outside the range. She was then asked to retest, and the second test also failed outside the range. She had contacted a medical professional for advice, but did not receive any treatment. Based on the info that was provided, there is indication that the product malfunctioned since two control solution test failed. However, there is no info to suggest that the pt suffered an injury due to this. Therefore, this case is being reported as a product malfunction. The ccr has sent replacement test strips and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.